Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated there was air within the patient line. The technical service representative (tsr) assisted the hp with ending therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported air in the patient line during initial drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.